Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated results were not reproducible for one patient specimen tested on the architect b-hcg assay. An initial result of 410.53 miu/ml was generated from the primary tube. The specimen was transferred to a sample cup and yielded a result of less than 1.2 miu/ml. The specimen was tested by the savonnette method and generated a negative result. The following day, the primary tube was retested and generated a result of less than 1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. See summary below. A review of the manufacturing, testing and release data of the reagent lot in question was carried out and demonstrated that all specifications were met and did not reveal any events or issues that could impact the performance of architect total b-hcg reagent kit, lot number 56959jn00. A testing protocol was executed to examine the performance of the architect total b-hcg reagent kit used at the customer's facility at the time of the complaint with four other approved lots (lot 55936jn00, lot 64906jn00 and lot 64907jn00 and lot 63944jn00). The investigation examined the performance of the architect total b-hcg reagent lot in question using architect total b-hcg controls (lot 58934jn00), a range of panels and a selection of 40 patient samples. All control concentrations were within package insert specifications and all panels met their defined specifications. Additionally this investigation demonstrated that each reagent kit tested could accurately detect b-hcg in a range of positive and negative patient samples. No false positive or false negative results were obtained. One of the negative patient samples tested was run on the architect instrument after panel 50000 (b-hcg concentration of 50,000 miu/ml) and no carryover issue was observed. Based on our investigation and a review of the information available, we were unable to confirm the customer's observation and conclude that the architect total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. This is the final report.